Event description:
The customer reported to olympus, there was an issue with the oer-elite connecting tube. The connecting tubes were not staying connected. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to correct the aware date on the initial medwatch. The aware date should have been 01jul2022.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and the device evaluation. Based on the lot number the manufacturing date of the device was in the month of july 2012 but a specific date could not be identified. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. Based on the results of the investigation, the reported event was unable to be reproduced during the device evaluation. However, it¿s likely the connecting tube could not be connected due to external stress applied to the tube. As a cause of the external stress, the user may have hit the tube with something hard or applied force toward incorrect direction. A final root cause of this event was unable to be identified. The event can be detected by following the instructions for use which state: ¿preparation and inspection: move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information to device evaluated by manufacturer.